Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs lead was fractured. In turn, surgical intervention occurred wherein the scs system was explanted as the patient no longer needed therapy.

Manufacturer narrative:
The report of lead fractures was confirmed. Analysis of the returned terminal end lead tails of the paddle lead found lead tail 1-8 had a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
A patient experiencing a lead fractured was reported to abbott. The patient¿s lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.